Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na updated data: d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that as the result of the bradycardia, the beta blocker was held and not restarted as of the 30-day follow-up. The vasodilator for the hypertension was delivered intravenously. The physician indicated the bradycardia and hypertension were not related the medtronic products or implant procedure. However, the cause of each was not reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: unknown; product type: delivery catheter system; implant date: na; explant date: na. Product ID: l-evolutfx-2329; product lot/serial number: unknown; product type: compression loading system; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve hypertension occurred and a direct vasodilator medication was administered. Bradycardia was also identified on telemetry following the procedure. Treatment was not specified for the bradycardia. The hypertension resolved 1 day later. The bradycardia was reported as not resolved. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that unspecified diagnostic testing occurred for the bradycardia. The medication for the h ypertension was administered intravenously.

Manufacturer narrative:
Updated/corrected data: b5, d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.